Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a venting port of xlung kit 230 was damaged. The breakage occurred during priming. There was no patient involvement. The complaint sample was available for product evaluation.

Manufacturer narrative:
Additional information: b5, d4, d9, h3. Plant investigation: manufacturing documentation showed no deviations concerning the failure pattern at hand. No other complaint has been reported about this batch number. The complaint sample was received on august 29, 2025. The sample arrived with liquid residues in the oxygenator. The broken venting port at the top of the oxygenator was broken at the 90-degree angle. No further damage was noted to the kit or the packaging. The probable cause for the damaged oxygenator is that it was not correctly secured insight the packaging and the port broke during transport.

Event description:
A user facility reported that a venting port of xlung kit 230 was damaged. The breakage occurred during priming. There was no patient involvement. The complaint sample was received for product investigation.